Manufacturer narrative:
Terumo has received the actual device for eval; however, the investigation has yet to be completed. Terumo will be submitting a follow -up report when more info becomes available, thus referenced codes. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass, during prime, clear fluid was leaking from the luer connections of the cardioplegia delivery line. No patient involvement as this occurred during the prime. The product was changed out. The surgery was completed successfully.